Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper pop off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Event description:
It was reported that the stopper popped out of the bd vacutainer® no additive (z) tube during use, causing urine to spill in the instrument. This complaint was created to capture the 9th of 14 related incidents. The following information was provided by the initial reporter: we have been consistently having issues with caps (recapped) staying on one of our vacutainer tubes (clear top used for urine chemistries). These blue caps that are used for recapping purposes come from our automation line vendor and usually work fine with all other vacutainers that come from bd but this particular one. The caps popping everywhere from these urine chemistry tubes are causing downtimes for us and extra manual handling for our teams. "Urine spilling in instrument."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper popped out of the bd vacutainer® no additive (z) tube during use, causing urine to spill in the instrument. This complaint was created to capture the 9th of 14 related incidents. The following information was provided by the initial reporter: we have been consistently having issues with caps (recapped) staying on one of our vacutainer tubes (clear top used for urine chemistries). These blue caps that are used for recapping purposes come from our automation line vendor and usually work fine with all other vacutainers that come from bd but this particular one. The caps popping everywhere from these urine chemistry tubes are causing downtimes for us and extra manual handling for our teams. "Urine spilling in instrument".